Event description:
While performing biv ICD, the physician removed the cs inner guide catheter. The outer construction/coating of the catheter peeled away in multiple pieces. The catheter also proceeded to break into two pieces. It was successfully removed with no harm to the patient.